Event description:
The patient contacted animas on (B)(6) 2013 reporting that the rewind piston is not going all the way down at the rewind step. The patient stated that when they put the cartridge in the insulin comes out into the tubing before she does the load step. There is no reported adverse event with this complaint. This report is made based on the allegation of the load step malfunction issue.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the black box shows no evidence of a rewind error or a load / step malfunction. The piston continued to drive until a no cartridge detected warning was displayed. Force calibration reading failed. The force sensor pins seated & solder connections intact. The force sensor resistance reading failed. There was contamination found on force sensor plate. Device history record review was conducted on (B)(4) 2013 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.